Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The reported event does not allege a failure with the reported shell, rather a dislocation between the head and liner. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the patients right hip was revised due to dislocation. The surgeon did not make any intraoperative comments. The sales rep asked the revision surgeon if he had any further information regarding the first revision. He stated that the revision of the primary was done out of their area and he does not have additional information. No further information will be made available to the sales rep from the hospital.

Event description:
It was reported that the patients right hip was revised due to dislocation. The surgeon did not make any intraoperative comments. The sales rep asked the revision surgeon if he had any further information regarding the first revision. He stated that the revision of the primary was done out of their area and he does not have additional information. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer, nor additional information made available due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.